Manufacturer narrative:
E1 - address (complete): (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image displayed a white screen during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.